Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not explanted. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Received report from health care provided (hcp) indicating the intraocular lens (iol) tore when the surgeon pushed it through the injector. The customer explained that both the iol and the cartridge touched the eye. There was no capsule tear, no vitrectomy or sutures needed. And no medication outside the regular standard of care. The iol partially went into the patient¿s eye. The doctor then removed the cartridge and iol. A new cartridge and iol were given to the scrub nurse. The procedure was completed with the backup lens without any complications. The explanted iol will not be returned as it was discarded by the customer. No further information was provided.